Event description:
It was reported that this patient with an implantable cardioverter defibrillator (ICD) presented to the emergency department with symptoms of having a shock preceded by light headedness. The patient had ventricular tachycardia (vt) episodes in which anti-tachycardia pacing (atp) therapy was provided however, atp accelerated the rhythm into the vt zone. Atp was unsuccessful and a shock was delivered which converted the rhythm. After atp was received it was noted there was far-field oversensing. The patient rhythm was stable on the monitor. The physician was advised to have the patient follow-up with their device following physician. At this time, this ICD remains in service. No adverse patient effects were reported.